Event description:
It was reported that the unit did not alarm when disconnected from the patient. It was unknown if the device was in patient use at the time of the event. No patient or user harm reported. Per the good faith effort (gfe) response, no error codes were generated; no further details were provided regarding the evaluation of the unit. Per the gfe response, the issue was resolved after a performance verification was performed; the biomed technician simulated the patient disconnect alarm with no further issue. Based on information provided and/or service performed the reported issue was confirmed.